Event description:
It was reported that the system displayed a communication error and locked up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hand switch. The system operates as intended.